Event description:
This heart valve was explanted after an implant duration of approximately one month due to stenosis. No further information available.

Event description:
This valve was explanted after implant duration of 8 years and 1 month instead of one month as reported in the initial report.